Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer pulled the plunger all the way back when filling the cartridge and possibly overfilled the cartridge. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully.